Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced difficult to remove. These information's were received from a various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, three were male and one was female, all four patients age ranged between 24-85 years and one patient weighs 74 kgs. The remaining patients weight were not provided

Manufacturer narrative:
H10: of the 6 reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under 2020394-2020-03376 and 2020394-2021-80692. H10: of the reported four malfunctions, lot numbers were provided for three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all four malfunctions. Therefore, for three malfunctions the investigation is confirmed for the reported retrieval difficulties and for the remaining one malfunction the investigation is inconclusive for the reported retrieval difficulties and additionally it was determined to have and confirmed for perforation (a0101). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfud2523), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. The information reviewed indicated that model ec500f vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. Of the five malfunctions, all involved patients with no patient consequences. Of the five malfunctions, four provided patient information. The patient age's range from 24 - 85 years old. Three male patients and one female patient were involved. One male patient weighted 74 kgs. The remaining patients weight was not provided.

Manufacturer narrative:
H10: of the 6 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03376 and emdr 1621376. H10: the lot number was provided and a lot history review was performed for four of the malfunctions; the lot number was not provided for the remaining malfunctions. For the 5 malfunctions, the devices were not returned, however, medical records were provided for four of the malfunctions. For 3 of the malfunctions that provided medical records, difficult to remove were confirmed. For one of the 3 malfunctions, perforation was identified. For the other malfunction that provided medical records, difficult to remove was inconclusive. For the remaining 1 malfunction, medical records were not provided for review, therefore the investigations is inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number gfud2523, gfud2553), g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 6 devices, 5 lot number were provided, and the lot history reviews were performed. Of the 6 reported malfunctions, no devices were returned; 4 medical records were provided and reviewed. Difficult to remove was confirmed for 3 of the devices and inconclusive for 3. A root cause could not be determined. The devices were labeled for single use. (Corporate lot number gfud2523, gfud2553).

Event description:
This report summarizes six malfunctions. The information reviewed indicated that model ec500f vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. Of the six events, all involved patients with no patient consequences. Of the six events, four provided patient information. The patient age's range from 24 to 85 years old. Three male patients and one female patient were involved. One male patient weighed (B)(6) kgs.